Manufacturer narrative:
The reported complaint of the autopulse platform (sn: (B)(6) displayed "system error, out of service, revert to manual CPR" error message was confirmed during the archive data review and functional testing. The root cause of the reported complaint was a defective processor board as a result of normal wear and tear. The autopulse platform is a reusable device and was manufactured in april 2008, and it is over 12 years old, well beyond its expected service life of 5 years. During visual inspection of the returned platform, it was observed that the head restraint wires were broken off and detached from the top cover. Also, the front enclosure was observed scratched, and there was a vertical crack running through one of the screw fittings. In addition, the battery lock was observed bent. The physical damages were unrelated to the reported complaint and appeared to be the characteristics of normal wear and tear and/or user mishandling. The top cover, front enclosure, and the battery lock will be replaced to address the observed issues. The archive data could not be downloaded due to the defective processor board. However, the platform and interfacing pc were able to communicate, and therefore, the archive data was reviewed and showed system error, user advisory (ua) 136 (internal parameter corrupted); thus, confirming the reported complaint. During functional testing, upon powering up the platform, the "system error, out of service, revert to manual CPR" error message was displayed. Therefore, the reported complaint was confirmed, and the root cause was determined to be the defective processor board, which will be replaced to remedy the fault. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
When the customer was testing the autopulse platform (sn: (B)(4)), the platform displayed "system error, out of service, revert to manual CPR" error message. No patient involvement.